Manufacturer narrative:
On visual inspection and after making a test, no apparent reason could be found why this should have happened.

Event description:
It was reported that the track system of the device allegedly unlocked itself causing the device to loose its position on the stairs during transportation of a patient. The paramedics supported the patient and were able to finish the transport down the stairs with no injuries occurring.